Event description:
The consumer alleges on of his left wheels is making a noise. The consumer alleges it sounds like something is rubbing together, and a tech at his nursing home looked at the wheel and said lubricant is leaking from the wheel.